Event description:
During a cardiac cath procedure, the patient developed bilateral arm pain. Upon review of the films, a foreign body was noted in the right coronary artery (rca). After pictures and the diagnostic catheter was reviewed by procedure physician and the intervention md, it was determined to be the tip of a 4fr williams right posterior (wrp) catheter. An intervention to remove the catheter tip was performed. The foreign body was no longer observed and the patient denied any further pain.